Event description:
Patient presented with the lead body protruding from the ipg incision. Physician brought the patient into the operating room and opened the ipg incision. Physician wrapped the whole device with a dacron pouch, rotated it in a muscle flap, anchored the ipg securely, and closed the incision.